Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. One haptic is bent near the haptic insertion area. The optic has multiple scratches on the anterior and posterior sides of the optic. The optic is pressed down into the well area of the lens case. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company (a) and (b) cartridges. Follow up attempts were conducted and have gone unanswered. The product investigation could not identify a root cause for the reported complaint of "unsterile lens, lenses explanted". No further information was provided. A malfunction has not been indicated. The lens was returned with clear sign of use. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens was unsterile. The lens was removed and the surgery was not completed. Additional information has been requested.